Event description:
It was reported via repair work order that the cot was leaning to one side due to bent head end legs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.